Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient with an implantable infusion pump. It was reported compounded baclofen was being used at the time of the event, but the pump settings indicated the pump was delivering morphine (5.0 mg/ml at 0.7987 mg/day) as of (B)(6) 2018. It was reported the patient had considerable weight loss due to a strict diet, and the device migrated due to the big body tissue change, and "get exposed." The device diagnosis was pump migration. The clinical diagnosis was "device exposition." Surgical observation on (B)(6) 2018 revealed lateral pump rotation. The pump was repositioned on the same date. The event was considered resolved without sequelae as of (B)(6) 2018. The event required in-patient or prolonged hospitalization. The event was considered unlikely related to the device or therapy, and not related to the implant procedure. Further complications were not reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was reported the patient referred wound pain after the considerable weight loss. The pump was noted to be out of location at a physical assessment. The clinical diagnosis was updated from "device expocition" to device rotation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's pump was implanted on 2016-(B)(6). It was confirmed the patient was receiving compounded baclofen and morphine. The site was queried to clarify what "device exposition" meant; the response was "exposure." The site was queried to determine if the pump flipped; the response was "pump lateral rotation." The patient age, gender, and weight were provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the device was exposed through the skin.